Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was having dialysis and a ventricular fibrillation (vf) event occurred. The device did not convert the patient and external rescue was required. This device had been implanted on the patient's right side and lead placement was not ideal according to the local boston scientific sales representative. A new device was implanted on the patient's left side. This device remains implanted due to risk of infection and was programmed off. No additional adverse patient effects were reported.